Event description:
During robotic myomectomy while using the davinci endowrist instrument 8mm tenaculum forceps, the cable on the forceps snapped. Md states no harm to the patient no piece of cable was left behind. It is visualized attached to the instrument.